Event description:
The company received info that suggested that the balloon cuff of the tube is leaking while in patient use. The patient's husband stated that the ventilator volumes could not be maintained because of the leak and that the pt woke up "gasping for air." The pt's husband re-intubated the pt. The customer did not report any patient harm, change in therapy or adverse clinical effect to the patient. The customer reported that the tube will be returned for evaluation.